Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, when the proglide plunger of the second proglide device was removed, no sutures were present. The proglide foot was closed, but the proglide device could not be removed. The proglide device was pulled out and the sheath separated from the proglide device and remained in the patient. Surgery was required to remove the proglide sheath and achieve hemostasis. There was no reported adverse patient sequela. There was a 30 minute clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returning, the customer reported the device was discarded; reported device code (B)(4) was removed. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial report additional information was received: no resistance was felt during removal of the second proglide device. There was no damage to the vessel caused by pulling out the proglide device. The sutures of two additional proglide devices were successfully preplaced prior to the evar procedure. The sheath was upsized to 20f and the evar procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis.